Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance due to a potential lead fracture. It was also noted that during delivery of shocks by the device the shocks were delivered at an energy lowered than programmed. It was also reported that a bit flip occurred causing a power on reset. The device was explanted and the rv lead was recommended for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The patient age was not reported, however the reported is being submitted as a 30d report due to the report of the patient being very young. (B)(4).